Manufacturer narrative:
Other, other text: d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power and sound (alarm) was not working. Discovered during testing. No patient involvement.

Manufacturer narrative:
One device was returned for analysis. Functional testing did confirm the customer?s complaint. There was no electronic sound power-on self-test. The root cause for this event is sound board cable disconnect from main pcb connector- user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.